Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed functional testing and no observations were noted during endurance testing. There was no disruption in performance during endurance test. (B)(4).

Event description:
It was reported that during an implantable pulse generator (ipg) implant procedure, the patient was temporarily paced with an external pulse generator (epg). The epg suddenly turned off without any alert. The physician suddenly replaced the epg with another device and then implanted the ipg successfully. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.